Manufacturer narrative:
The blood tubing set used in to the pt's treatment was received and submitted to visual inspection; functional test and leak test and no failures were detected. Gambro has found no evidence to suggest that its device caused or contributed to this event.